Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled," "pacer disabled," "defib fault 76," and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.